Event description:
The customer reported the display went blank. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the application being used as incorrect. This MDR is related to ge healthcare (B)(4).